Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 12/19/2017 and 12/21/2017 in a follow-up calls in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with non-fasting results obtained of 488 mg/dl. The expected fasting blood glucose test result range is 130-155 mg/dl. Customer has no symptoms at the time of the call. The customer did report symptoms of feeling irritated and experiencing blurry vision on a previous event on (B)(6) 2017. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 183 and 176 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/22/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states that on (B)(6) 2017, she was feeling irritated, she tested her blood sugar right after dinner and the results was 488 mg/dl non fasting. Her husband drove her to the hospital. Her blood sugar at the hospital was almost 700 mg/dl non fasting. She was diagnosed with high blood sugar. They administered 3 bags of fluids and 15 units of lantus, and then 30 units of insulin. They recommended that she starts lantus and was released the next day (B)(6) 2017. The customer is feeling fine at the time of the call and no further medical attention was required.